Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the small grasping retractor be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cable of small grasping retractor instrument broke. The procedure was completed with no reported injury.